Manufacturer narrative:
The actual device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unk, therefore a review of the device history record can not be performed. At this time, this medwatch is considered to be complete. If in the future any additional information or actual product sample is returned a follow-up medwatch will be submitted. Device discarded - not returned for evaluation. The analysis is complete as of (B)(6) 2011.

Event description:
It is reported that a driver rx bare metal stent and two other brand stents were implanted, overlapping, as treatment of complication/dissection/bailout, at the distal rca. Three other brand stents were implanted at the mid rca as treatment of the target lesion. An acute stemi is reported to have occurred on the same day as stent implant. Pt was taking asa & clopidogrel 24 hours prior to event. It is reported that the target lesion was involved, but event was not related to the study stent. Location of infarction was inferior. Investigator assessed the event as a q-wave mi. It is reported that pt had vf arrest prior to balloon inflation and was defibrillated three times. Major dissection following use of guide wire with associated st elevation and chest pain. After insertion of the guide catheter, a spiral dissection resulted. Vessel tortuosity made it difficult for balloons, wires and stents to be deployed in the distal vessel. Approximately 2 weeks following index procedure a revascularization of the proximal lad was carried out. One driver rx bare metal stent was implanted. It is reported that event was not related to the study stent. Pt was asymptomatic / free of symptoms at 30 day follow up, 6 month follow up and 1 year follow up. At 1.5 year follow up and 2 year follow up, pt displayed unstable angina. At 2.5 year follow up and at 3 year follow up pt was asymptomatic/ free of symptoms. (B)(4).